Event description:
This device was returned to abbott without any complaint details. No further information was reported regarding this complaint.

Manufacturer narrative:
Based on available information, device malfunction could be identified. It appeared that the flat edge of the cutter did not initiate the slit. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction".